Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the alert had sounded, and their superior vena cava (svc) coil of the right ventricular (rv) lead had variable impedance. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.